Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator got damaged/broken.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly. The hub of the dilator was separated from the rest of the dilator body. Likewise, the sheath was cut, and part of the dilator was stuck inside the sheath. The sample received showed signs of use as there was biological material present on the interior of the sheath and exterior of the dilator. Under microscopic examination, the interior of the dilator hub was observed to be white at the separation point, indicating stress. The lower portion of the dilator contained cut marks. The other separation point of the dilator was not able to be examined as it was still in the sheath. The portion of the dilator not stuck in the sheath measured 17.79 inches, indicating at least 12 inches were still within the sheath body. The two parts of the cut sheath measured to be 10.28 and 15.67 inches, confirming that the entire sheath was returned. The outer diameter of the dilator and the outer diameter of the sheath were measured and were found to be within specification. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns not to apply excessive force while removing the sheath/dilator. If withdrawal cannot not be easily accomplished, the cause should be determined using fluoroscopic guidance and further consultation should be requested, if necessary. The customer reported that the dilator was damaged/broken. The sheath and dilator were also reported cut by the customer. Visual examination confirmed that the dilator was broken at the hub. The point of separation had a rough and white appearance, indicating stress. A DHR review was performed and did not reveal any manufacturing related issues. Based upon the observed damage, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer alleges that the dilator got damaged/broken.